Manufacturer narrative:
Device code: appropriate term/code not available (3191)- device perforation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the left femoral vein due to deep vein thrombosis (dvt). Patient alleges vena cava perforation, ivc filter is thrombosed, ivc filter is embedded in the vena cava. It has been further alleged, "the patient contends that he experiences pain in the groin area; because of the pain he is unable to walk, sit, ride a bike, or right an exercise bike. Patient also has a hard time sleeping at night because of the pain in his groin." Per review of abdominal CT, dated (B)(6) 2017, "positive for caval/ penetration. Superior extent of caval filter mid body of l2, inferior at the l3-l4 disc space. Caval penetration of 7 mm. The caval filter is aligned with the long axis of ivc. No evidence of caval filter tilt."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: it has not been possible to investigate or evaluate this alleged event based on the limited information provided to date." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Ivc filter thrombus, or clot in ivc filter, is an outcome where the filter has either entrapped a clot that has embolized from an upstream source, such as a deep vein thrombus, or where a clot has formed on or within the filter. Filter thrombus can either resolve through the process of thrombolysis, remain stationary without subsequent sequelae, or alternatively provide a nidus for additional clot formation. The presence of a filter thrombus could preclude the removal of the filter during a retrieval process due to potential dislodgement of the thrombus which could cause a downstream occlusive event, e.g. Pulmonary embolism. Ivc filter thrombus is documented by ultrasound (us), CT, mr imaging or venography. Unknown if the reported pain is directly related to the filter. Unknown if the reported mental anguish and disfigurement are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A filter that is embedded in the wall of the ivc may be difficult to retrieve. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2014". It is also alleged that "on (B)(6) 2017, the [pt] was told for the first time that the cook filter device had a caval penetration of 7mm. On (B)(6) 2018, he was informed the filter was thrombosed and his ivc was occluded. He is also told by his physician that there will be significant risk if there is an attempt to remove the device because of the length of time that the cook filter device has been implanted in the [pt]s vena cava." Patient outcome: alleged "plaintiff was caused to undergo medical treatment as a result of the failure of the cook filter.", "physical impairment and incapacity in the past and which, in reasonable probability, he will continue to suffer in the future." And "disfigurement in the past and which, in reasonable probability, he will continue to suffer in the future."